Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The wheel and base were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the wheel broke off the base when the anesthesia machine was moved. There was no report of patient involvement.